Event description:
Spontaneous report from patient who reported that she is currently hospitalized for complications related to her pulmonary arterial hypertension and she had a central line infection. She stated that she was admitted on (B)(6) 2023 to (B)(6) medical center in (B)(6) and she has not informed dr. (B)(6) yet. Per patient, her central line was replaced today with a PICC line in her neck today. She does not know how many lumens it has. No other information provided. Product lot number and expiration date were systematically retrieved from the dispensing system. No other info provided. Reported to (B)(6) by pt/caregiver.